Manufacturer narrative:
Manufacturing review: a lot history record review was not performed, as additional complaints have not been reported for this lot, previously. A manufacturing record review was not performed, as the information available does not reasonably suggest a manufacturing process may have caused or contributed to the reported event. Investigation summary: the sample was not available, however, images were provided demonstrating both placed stents in an occluded vessel. The image quality was poor and a strut fracture could not be identified. It was assumed that the stents were placed overlapping and that the stent for this complaint was in proximal position although clear information was not provided about the position of the stents to each other. Based on information available the investigation was inconclusive, a definite root cause could not be identified. Labeling review: in reviewing the applicable labeling for this product, it was found that the instructions for use (IFU) sufficiently address this potential risk. Holding and handling of the system throughout deployment was found sufficiently described as the IFU state: 'remove slack from the delivery system catheter held outside the patient. (...) Confirm that the introducer sheath is secure and will not move during deployment.(...) To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end. (...) Deployment of the stent is complete when the proximal stent end apposes the vessel wall and the sheath radiopaque zone is proximal to the proximal end of the stent.' The IFU also mention balloon pre and post dilation: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' In regards to stent fracture the IFU state: 'cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established.' The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post stent implantation treating arteriosclerosis obliterans in the right superficial femoral artery via tortuous iliac artery approach, the patient allegedly experienced numbness and a decreased temperature in the lower extremity. An ultrasound was performed and the right femoral artery was found to be occluded; the patient was therefore admitted for additional intervention. Radiography revealed that the artery was occluded at the proximal end; angiography revealed that the middle section of the stent was fractured. It was further reported that continuous intra-arterial thrombolysis was performed to treat the occlusion, and additional surgical procedure was required to implant additional stent grafts and improve blood flow. Reportedly, the patient was hospitalized and is stable post-procedure.

Event description:
It was reported that some time post stent implantation treating arteriosclerosis obliterans in the right superficial femoral artery via tortuous iliac artery approach, the patient allegedly experienced numbness and a decreased temperature in the lower extremity. An ultrasound was performed and the right femoral artery was found to be occluded; the patient was therefore admitted for additional intervention. Radiography revealed that the artery was occluded at the proximal end; angiography revealed that the middle section of the stent was fractured. It was further reported that continuous intra-arterial thrombolysis was performed to treat the occlusion. Reportedly, the patient was hospitalized and is stable post-procedure.

Manufacturer narrative:
H10: manufacturing review:: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not available and images have not been provided for evaluation. The alleged issue could not be re produced which led to an inconclusive evaluation result. A definite root cause could not be identified. Labeling review: the lot number was not reported. Currently valid and therefore relevant for this product: in reviewing the applicable labeling for this product, it was found that the instructions for use (IFU) sufficiently address this potential risk. Holding and handling of the system throughout deployment was found sufficiently described as the IFU state: 'remove slack from the delivery system catheter held outside the patient. (...) Confirm that the introducer sheath is secure and will not move during deployment.(...) To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end. (...) Deployment of the stent is complete when the proximal stent end apposes the vessel wall and the sheath radiopaque zone is proximal to the proximal end of the stent.' The IFU also mention balloon pre and post dilation: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' In regards to stent fracture the IFU state: 'cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established.'. H10: g4. H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Videos were provided for review. As the lot number for the device was not provided, a review of the device history records has not been performed. The device is not available for return. The investigation is currently underway.

Event description:
It was reported that some time post stent implantation treating arteriosclerosis obliterans in the right superficial femoral artery via tortuous iliac artery approach, the patient allegedly experienced numbness and a decreased temperature in the lower extremity. An ultrasound was performed and the right femoral artery was found to be occluded; the patient was therefore admitted for additional intervention. Radiography revealed that the artery was occluded at the proximal end; angiography revealed that the middle section of the stent was fractured. It was further reported that continuous intra-arterial thrombolysis was performed to treat the occlusion. Reportedly, the patient was hospitalized and is stable post-procedure.